Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. Date of event: asku - asked but unavailable. Exact date was not provided. However, it was provided that the incident occurred within the last two weeks. Therefore, the best estimate date is between 10 may 2022 and 24 may 2022. Implant date: if implanted, give date: not applicable, no patient contact. Explant date: if explanted, give date: not applicable, no patient contact. Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. Account indicated that the plunger had too much resistance, it kinked the iol haptic. There was no patient contact with the product. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: returned to manufacturer on: jun 22, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The iol was stuck in the cartridge tip and overridden by the plunger rod. The plunger rod could be observed to be bent and the cartridge tip was observed to be damaged in a way consistent with a handpiece that had a lens stuck in the cartridge tip. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified that could contribute to an override. The iol was removed from the cartridge and cleaned, revealing that it was torn, had a detached haptic, and damage on the detached haptic. Conclusion: the complaint issue "rod stiff" was not confirmed. The reported complaint issue of damaged haptic was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.